Event description:
Reporting status: serious injury/permanent impairment. Reporting rationale: coronary artery aneurysm and restenosis. Device issue: none. Review of japan article titled, "the incident of coronary aneurysms formed by directional coronary atherectomy, late thrombosis and very late thrombosis" revealed the following case. It was reported that a coronary artery aneurysm and restenosis was noted during follow up which was visualized on angiography. There was no report of any treatment being performed to treat the aneurysm and restenosis. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - restenosis, as listed in the instructions for use (IFU), is a known adverse effect associated with directional coronary atherectomy (dca). Coronary artery aneurysm is addressed in the IFU in terms of pseudoaneurysm and coronary vessel rupture or injury. Information included in the research article indicates that "dca may also develop coronary aneurysm resulting in thrombogenesis if deep wall excision reaching subintimal tissues is performed." A root cause for the reported patient effects and the relationship to the device, if any, cannot be determined, however they appear to be related to the circumstances during the procedure.